Event description:
Boston scientific crm received information that this right ventricular (rv) lead became dislodged and there was no capture. It was noted that the patient was not pacer dependent; therefore, the patient had no symptoms. A revision procedure was performed and the lead was successfully repositioned without incident. No adverse patient effects were reported.

Manufacturer narrative:
If additional information is received, this report will be updated.